Event description:
It was reported that a patient presented to clinic for follow up, the right ventricle lead exhibited high threshold and high pacing impedance. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable throughout the procedure.